Event description:
Reporter indicated that a vns patient underwent generator revision surgery due to end of service of the current device. The explanted device was returned to the manufacturer for analysis and the reported end of service condition was confirmed which was an expected event based off the battery life calculation. During device eval, leaky q9 and q10 components were identified that could potentially be a contributing factor to the end of service condition of the generator. The q9 and q10 components were replaced with a good bench components and the device then met all requirements of the module-level test.